Event description:
It was reported that stent damage occurred. The target lesion was calcified plaque. A 3.50 x 32mm synergy¿ stent was advanced to the lesion however the device was blocked on the calcified plaque. It was then noted that two of the distal stent struts were not aligned. The procedure was completed with a different device. No patient complications were reported and the patient was doing well. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factor. (B)(4).